Event description:
It was reported that an ancure was implanted in 2000. "At that time the abdominal aortic aneurysm was repaired, a left common femoral artery aneurysm measuring 6cm was also repaired in an open surgical fashion." The patient's initial follow-up exam did not indicate any signs of endoleak; however the patient failed to return for follow-up exams. The patient was presented to the hosp emergency room in 2003 with syncope and abdominal pain at which time it was assessed that the abdominal aortic aneurysm, left common femoral had ruptured. An open surgical repair was performed and the patient was discharged home 9 days later in stable condition.